Event description:
It is reported that the device was implanted in 2001, and was revised in 2008 due to bone cysts at the tibia head.

Manufacturer narrative:
This report will be amended when our investigation is complete.